Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous unknown artery. The 15mm x 3.5mm maverick2 balloon catheter was selected and ruptured at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is good. Additional information was requested and no additional detail is available.